Event description:
It was reported that two days post catheter placement procedure, the leak was allegedly found. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic, tactile evaluation and functional testing were performed. The investigation is confirmed for the reported fluid leak and identified fracture issue as a longitudinal split was noted on the catheter approximately 0.5cm from the tissue cuff. Upon infusion, leaking was observed from the longitudinal split. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post catheter placement procedure, the leak was allegedly found. The procedure was completed using another device. There was no reported patient injury.